Event description:
Boston scientific received information that this device triggered its replacement indicator sooner than expected. During the previous follow-up, battery magnet rate was reported at 90 bpm, with over two years of expected longevity. Within three months of this visit, the device triggered ert and was replaced. The explanted device is expected to be returned for a functional longevity assessment. Technical services reviewed the case providing functional insight, stating the remaining longevity indication could have been affected by device reprogramming during follow-up and/or a potential known battery longevity indicator mismatch, of this device family.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker paced and sensed normally and exhibited normal impedance measurements. Laboratory analysis determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. This device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.